Event description:
The company was informed of a revision case of the tops system in israel. The original procedure was performed on (B)(6) 2019 due to l3-l4 and l4-l5 spinal stenosis. The patient was treated with tops at l4-l5 and a laminectomy at l3-l4. At some point after the procedure, the patient complained of unresolved pain. As part of the revision surgery, which was performed after more than 4 years, the tops motion implant was removed and the patient was fused l3-l5. According to the surgeon who performed the revision procedure, the reason for the pain was the instability of level l3-l4 due to a wide laminectomy. Neither the tops device nor the l4-l5 segment were the problem. All screws were firmly fixed and used for the fusion procedure. The tops explant was returned for investigation.

Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that the involved lot was manufactured in accordance with company specifications without deviations. The explant analysis indicated a level of wear that did not compromise the device's performance. Based on the available information, including explant analysis and imaging of the pre-revision, it is believed that the reason for the subsequent surgery was related to the adjacent level laminectomy performed during the original tops surgery that caused instability at this adjacent segment. It was not related to the tops system. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. Report submission was delayed due to technical issues.